Event description:
It was reported that a user experienced a prolonged ¿low¿ blood glucose reading on the ilet system for about one hour, received on-device low alerts, treated the event with oral carbohydrates (candy), and later reported that glucose returned to range; troubleshooting and education were completed with advice to consume 15 g carbohydrate every 15 minutes until in range and to confirm with a fingerstick when able. Symptoms included no loss of consciousness, dizziness, or other acute effects. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included review of the event details and user follow-up. Investigation of this case revealed hypoglycemia of unclear cause with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.